Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Patient's mother spoke with dexcom technical support on (B)(6) 2011 and reported that patient experienced inaccuracy in cgm readings during an extreme low. Patient's mother did not provide cgm and bg values. Patient's blood glucose dropped very rapidly, and patient had a seizure. Patient was taken in to the hospital by ambulance and was given a glucagon injection, glucose gel, and IV fluid. Patient was released from ER after being treated. Patient was fine at the time of the call to dexcom technical support.